Event description:
An intraocular lens was reported to have had a labeling discrepancy. The dioptic power on the primary label (17.0d) did not match that on the secondary label (17.5d). The actual power of the lens was 17.0d. This lens was implanted on 10/1/98 and remains implanted at this time. At day 7 post operative the visual acuity was lv=(0.2 (o.5 x +0.5d). The surgeon reports it will be necessary to wear glasses for correction of visual acuity.